Manufacturer narrative:
Additional information was received that there will be no further course at this time.

Event description:
A report was received that the patient's ipg was not turning on. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not turning on. The patient will undergo an ipg replacement procedure.